Event description:
During follow-up, loss of capture, loss of sensing, and noise were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. When attempting to reposition the lead, the stylet was unable to be inserted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information:the reported events were lead dislodgement, loss of capture, loss of sensing, lead noise, and the stylet that could not be inserted. As received, a complete lead was returned in one piece with the helix retracted. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of loss of capture, loss of sensing, lead noise, and the stylet that could not be inserted were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was evaluated with the stylet and did not find any restriction/obstruction. X-ray inspection did not find any anomalies on the lead with the exceptions of damage consistent with that occurring at the time of the procedure.